Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the clave port remained in the open position, subsequently blood loss was noted. The tubing set was being used to deliver an unspecified volume of normal saline via gravity. The option-lok male adapter of the tubing set was connected to the pt's peripheral IV access site. It was reported that during the procedure, the distal clave y-site of the tubing set was accessed "once or twice" using an unspecified syringe to deliver unspecified medications. The customer contact indicated that at the end of the procedure, it was noted that an unspecified volume of normal saline and blood leaked from the distal clave y-site. The customer contact reported the silicone sleeve of the clave y-site was stuck down in the open position. The tubing set was removed from clinical use and the pt's peripheral IV access was discontinued. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.